Event description:
It was reported when the monitor was inspected with a simulator, the displayed scvo2 value was 75%, although the normal value is around 80%. There was no alarm or alert message displayed. There is no report of any patient injury or death as a result of this issue. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: the device is expected to be returned for evaluation; however, it has not been received at this time. Without the subject device, the root cause of this event cannot be confirmed. A supplemental report will be submitted in the event the device is returned.

Manufacturer narrative:
Evaluation summary: performed over 36 hours of performance testing without issue. No physical damage was found during the visual inspection. Additional manufacturer narrative: the subject device was evaluated and there were no faults identified during analysis. The device history records were reviewed and this device passed all manufacturing inspections with no non-conformances. The monitor can reasonably be exempted as a possible contributor to the customer¿s complaint. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately. No further actions are possible with the available information.